Event description:
The event is reported as: during surgical procedure, the physician was using the da vinci balloon port for his camera port. The first port broke at the site where insufflation enters the cannula. Another port was retrieved to continue the surgery. No injuries reported.

Manufacturer narrative:
Product was rec'd by MFR, but investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.